Manufacturer narrative:
Lot #: the suspect lot was either h20k06035 or h21f09052. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a disconnection between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This occurred during use of devices for peritoneal dialysis therapy. The nurse stated the connections were tightened properly. The adapter was replaced as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted for the suspected lots and there were no deviations found related to this reported condition during the manufacture of these lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.